Event description:
Stent graft was implanted at (B)(6) years ago. Since implant, physician glue embolized type ii endoleak (B)(6) 2006. Persistent type ii endoleak after left hypogastric embolization (B)(6) 2006. On (B)(6) 2007, physician injected glue and coils into feeding lumbar vessels. Ima was embolized post op. Pt has enlarged common iliac arteries. Contrast continues to fill aneurysm (per CT scan). Add'l info received 12/06/2010: the physician has previously treated type ii's and type I b's, but each pt has a persistent endoleak which the physician believes to be type iii's. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Catalog # zenith-cd-au-rs-gs, expiration - unk as not provided by reporter. (B)(4): aneurysm enlargement. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warning and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow up guidelines. History of persistent type ii endoleaks since initial repair (date unk). Physician reclassified the endoleaks as type 3 endoleaks. We are unable to comment on the pt's suitability for evar or possible contributing factors of the suspected endoleak without add'l info. Etiology of the endoleak is unk. As with all endoleaks, it is important that the treating physician follow the pt's endoleak appropriately, and provide further treatment if the physician feels the pt is at risk of ongoing sac pressurization, aneurysm growth, and possible rupture. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.